Event description:
I have an abbott neuromodulation spinal cord stimulator. For every procedure or surgery, I am required to toggle the stimulator into surgical mode. I have had this device since (B)(6) 2023. I have a 100% failure rate. It has never been able to turn back on after my procedures/surgeries. The only way we've been able to get the device working is that I have to meet up with an abbott representative, often taking a day or days, and they have to reset the device with a magnet and then reprogram the entire device. I have lost all of my original settings. Which allowed me the ability to switch programs that worked differently based on how I feel. I am also a type one diabetic and when the device is not working my body hurts more and my blood sugars skyrocket. I have a chronic pain condition, crps and type 1 diabetes. Both of these conditions can be somewhat controlled and some of my pain eliminated with the spinal cord stimulator. Abbott wants me to pay for a new device, even though it failed from the start. All I have asked for is a new, functioning controller. I've had the representative loan me his device until I hit my out-of-pocket max and was willing to request one. His controller failed me, as well. I have huge concerns that the part that is not working is inside my body. I have asked this multiple times and I've been assured that is not the case. I need help! Abbott has majorly failed me!